Event description:
It was reported that the intra aortic balloon (iab) "was not inflated, was not blowing properly presenting leak likely to be some hole." At the time of this complaint the product was already expired. The distributor has not bee successful at contacting the customer for more details. Attempts for more info were made by phone, email and a direct visit to the hosp. An update received on (B)(6) 2014 reported that the device was removed from the pt. The pt did not expire. There was no reported injury or complications. Med / surgical intervention was not required. It is unk if there was a delay or interruption in iabp therapy. It is unk if the pump alarmed. The pt outcome is unk.

Manufacturer narrative:
(B)(4). The sample will not be returned for eval.